Event description:
It was reported that the patient's device had high impedance during an interrogation. The patient was sent for an x-ray, but no fractures were identified. The patient was referred for full revision surgery, but no surgery has occurred to date. No further relevant information has been received to date.

Event description:
Additional information was received that the patient's generator was replaced. It was also reported that the lead was not replaced because during the replacement, the surgeon found fluid/liquid between the "plug" and the device. This reportedly caused the generator to "crash". Therefore, it was determined that the lead was intact and had no reason to be replaced. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received that after the generator with the suspected malfunction was replaced and a new generator was connected to the existing lead, a system diagnostic test was taken and showed normal impedance. A review of the previous generator's programming history did not show any impedance issues for the first year of implant. However, data was only available up until three years prior the high impedance being reported. A device history record review of the generator indicated that all quality inspections were performed and passed. It was later reported that the explanted generator would not be returned for analysis. No additional relevant information has been obtained to date.

Event description:
It was later reported in mfg. Report #1644487-2018-02266 that the patient underwent vns lead replacement due to high impedance being observed on the new generator as well. Follow up revealed that no x-rays were taken prior to the surgery and the lead was reported as discarded. As previously reported in this report, a full revision was initially scheduled due to high impedance, but upon replacing the generator, the surgeon observed fluid between the "plug" and the "device", which "crashed the generator." The lead was believed to be fully intact. The impedance value after generator replacement was within normal limits. The lead was not replaced at this time. As it was initially assessed during the initial report for this mfg. Report that the high impedance may be related to the vns lead, it was determined with the information received by the manufacturer that it was possible that both a lead fracture and a generator issue due to the fluids existed. The lead fracture was reported in mfg. Report #1644487-2018-02266.